Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain. X-rays revealed a periprosthetic fracture femur trunnion. This patient had her first revision surgery in (B)(6) 2009 when she fell and suffered a fracture in her femur. Left.